Event description:
Procedure type: hernia. According to the reporter: pt had a mesh inserted about 2001/2002 to stop multiple hernias from a previous operation. This mesh has broken off and penetrated her bowel and re-embedded just above the sigmoid colon. She was told that the mesh inserted was a surgipro mesh product and are currently waiting for confirmation from the pt's local hosp. For months she has been suffering acute pain, diarrhea, nausea, diverticulitis, dehydration, muscle wasting, and anorexic inability to eat. Scans and x-rays have located the mesh. Medical personnel are not prepared or able to operate on a woman with a complicated medical history. She has been prescribed fentanyl to help her cope with pain.